Event description:
It was reported that during a cori tka procedure, they mapped the femur and tibia and planned and milled femur with no issue. When they went to mill tibia, they received the "cannot create tibial bone model," and would not let them mill. They went back to mapping tibia and cleared all tibial points and recollected entire tibia and got as much as possible (no turquoise remaining) and went to mill tibia, but received the same error again. They went back, did not clear all points and collected more tibia and into the gray as much as possible and were able to finally proceed and mill tibia. After this error, the entire tibia was milled, however there was a large chunk of purple, blue and green that remained even though the entire tibia was milled and there was nothing left. They tried to refine this away and when they moved the drill to this area, it was not even on the bone, it was in soft tissue and outside the wound. It was like when they had to remap the tibia, it did not collect accurate data even though the surgeon was adamant that he started on bone and mapped accurately. The tibia was clear and able to accept a tibial trial baseplate so they moved forward, regardless of the remaining bone. There was a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. The last tibia bone removal screenshot confirms unburred bone (depicted by the purple, blue, and green bone) along the lateral, posterior side of the tibia. There were no screenshots to confirm tracker movement had occurred, including checkpoint verification error warning messages to address the virtual drill location in comparison to the physical drill location. There are also no screenshots confirming that the tibia bone had been refined after the tibia had been burred. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although it could not be confirmed that the virtual drill location differed from the physical drill location as reported in the complaint, tracker movement could be a possible contributing factor if the user had taken the checkpoints on the clamps. Per the real intelligence cori for knee arthroplasty user manual, insert the checkpoint pins where they will not interfere with bone preparation, including saw cuts, and where there is no risk that they will be damaged or removed. Checkpoints are referenced to determine if either tracker has moved. If there is concern that a tracker has moved, confirm that the trackers are in the position recorded previously by verifying checkpoints. For the virtual bone left on the tibia after tibia bone removal, it is suggested to verify the cut with the plane visualization tool. The real intellignece cori for knee arthroplasty user manual instructs the user how to visualize the actual cut prepared after bone removal with the plane visualization tool. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.